Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced urinary frequency, urinary tract infection and emotional distress. Furthermore, it was reported that the plaintiff died. The cause of death was reported as natural.

Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014. Lawer-filled report.